Manufacturer narrative:
Follow-up # 1 date of submission 10/07/2017 device evaluation: the device has been returned and evaluated by product analysis on 9/09/2017 with the following findings: during testing, the pump powered on with functional auditory features to a blank display screen. Due to the blank display, the investigation was unable to test any button and was unable to test the pump¿s vibration feature. The pump had a failed display flex but the display was clear and legible when the failed display was replaced with a test display. Unrelated to the initial complaint, it was observed that the battery compartment had was cracked. The initial complaint was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.